Event description:
It was reported that the right ventricular (rv) lead was an attempted implant due to helix issues. When the physician was trying to place the lead in the left bundle branch (lbb) pacing, the helix broke off. The physician performed around 10 turns using the rotation tool. All the lead was removed, and no part of the helix was left inside. Subsequently, a new lead was successfully implanted and this lead was disposed. No additional patient adverse effects were reported.